Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal rca to treat the target lesion. Another endeavor spring rapid exchange (rx) drug-eluting stent was implanted overlapping to treat complications of a dissection after the initial stent implantation.

Manufacturer narrative:
(B)(4). Eval, results: (dissection).